Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Four devices were received for evaluation; four events were confirmed during testing. Two devices were found to be affected by wear. One device was found to be affected by corrosion. One device was found to be affected by a substance on the sockets. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the devices ran in the wrong mode. Three reported events had no patient involvement; no patient impact. One reported event had patient involvement; no patient impact.